Manufacturer narrative:
(B)(4). The sample was discarded and therefore is not available for evaluation. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) on the homechoice during drain. The home patient (hp) reported they had disconnected in dwell 4 of 4 but did not press stop. Hp then reconnected for drain. The technical service representative had the hp cycle the power to clear the alarm. The hp will complete therapy with manual supplies and notify registered nurse. Proper procedure per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the reported event.

Event description:
It was reported that the fowler section was bent. No injury reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 4 was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).